Manufacturer narrative:
(B)(4). Concomitant medical products: unknown; unknown head; unknown, 010000663; g7 pps ltd acet shell 52e; 6229069. Customer has indicated that the product will not be returned to zimmer biomet for investigation, [requested but retained by hospital]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient's hip was revised 3 months post implantation due to dislocation. Patient had a g7 cup with taperloc implanted with dual mobility. Liner and shell were revised. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x rays. Review of x-rays provided confirmed the patient had superior dislocation of a left total hip and underwent revision of the shell and liner. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient's hip was revised 3 months post implantation due to dislocation. Patient had a g7 cup with taperloc implanted with dual mobility. Liner and shell were revised. Attempts have been made and additional information on the reported event is unavailable.